Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the surgeon implanted the lens and noticed a crack on the lens. The lens was left in the patient's eye. The patient did not need medical attention. Additional information has been requested.

Manufacturer narrative:
The product was not returned. A photo was provide of the lens in the eye. A linear mark was observed near the optic edge. Unable to determine if this was a crack or a scratch from the photo. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The manufacturer internal reference number is: (B)(4).